Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Event description:
New information received notes the lead was capped and replaced on 22 jun 2020. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during follow-up. Upon review, the right ventricular lead impedance and threshold have increased. Presence of noise was reported. The patient was stable and would continue to be monitored.